Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one (1) unknown abutment screw for evaluation visual evaluation was performed, a fracture has been identified at the inside implant. This complaint refers to the specific device unknown abutment screw. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown abutment screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the implant was removed due to broken abutment, would not tighten. Tooth location #19.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, lot number 63561190.